Manufacturer narrative:
(B)(4).

Event description:
After the user pushes the button to deploy the sensor, the needle does not retract into the applicator. The applicator was stuck on the body and the transmitter holder does not release from the applicator.